Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited no capture and high impedance during routine testing. Programming changes were made. The patient was stable throughout and will continue to be monitored via normal follow-up schedule.